Event description:
Patient was admitted for an elective staged surgical revision of a complex spinal deformity. Synthes norian crs was used in the third staged procedure. Patient suffered a serious intraoperative event, causation unknown, and resuscitation efforts were not successful.